Manufacturer narrative:
Motor error during basic occlusion test due to faulty back pressure sensor (gold). Unable to verify compromised force sensor system alarm due to motor error alarms. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator. The sensor feature was working properly. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was 121 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.